Event description:
The filter on the carefusion gravity blood tubing 42081e collapses when using a syringe method to quickly administer blood during cardiac surgery. And the drip chamber is difficult to fill causing air to get into the line if administering blood emergently. Manufacturer response for blood tubing, carefusion (per site reporter). They were alerted to the issue via telephone message on their customer service hotline.